Event description:
Customer reported via phone call that they are receiving a lost sensor. Customer states that the insulin pump is not communicating with the transmitter. The blood glucose reading is 85 mg/dl. Customer will be receiving new sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis inspectied one opened/used enlite sensor, and performed the sensor initialization test. Confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.